Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The customer's reported issue of b30 error was not reproduced. It is likely the issue was due to the scope being connected at the time the error occurred. The instructions for use (IFU) provides the following guidelines: "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction."

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The customer report of b30 communication error was not confirmed. Deep scratches were noted on the top cover and tank holder was bent. Additionally the non-olympus lamp life meter was reading at 200+ hours which was outside of light output specifications. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, the evis exera iii xenon light source displayed a b30 error message during set up for a procedure. The procedure was completed using a different device and there was no delay in the procedure. There was no patient/user injury or harm reported to olympus.